Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went swimming while wearing the insulin pump and the keypad was unresponsive. Customer also stated that there was had water under the display. Blood glucose level at the time of the incident was 159 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device of analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.